Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), gastrointestinal injury ('perforation (other): bowel perforation'), bladder perforation ('perforation (other): bladder perforation') and ectopic pregnancy with contraceptive device ('pregnancy ectopic') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I and parity 1. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant) and bladder perforation (seriousness criterion medically significant) and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed.). At the time of the report, the fallopian tube perforation, gastrointestinal injury, bladder perforation and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered bladder perforation, ectopic pregnancy with contraceptive device, fallopian tube perforation and gastrointestinal injury to be related to essure. The reporter commented: three coils protruding into the cavity essure device on the left. This went in with a little bit more difficulty. This had 10 somewhat twisted coils protruding into the endometrial cavity. Date: (B)(6) 2015 (per mr-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: initial scout radiograph demonstrates 2 linear metallic densities in the pelvis representing the essure sterilization coils. Injection of water soluble contrast media into the uterine cavity shows the uterus to be normal in size and morphology. Neither fallopian tube is visualized on the study. These findings are consistent with a successful essure procedure. Summary: bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))), gastrointestinal injury ('perforation (other): bowel perforation'), bladder perforation ('perforation (other): bladder perforation') and ectopic pregnancy with contraceptive device ('pregnancy ectopic') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I and parity 1. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criterion medically significant) and bladder perforation (seriousness criterion medically significant) and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removed.). At the time of the report, the fallopian tube perforation, gastrointestinal injury, bladder perforation and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered bladder perforation, ectopic pregnancy with contraceptive device, fallopian tube perforation and gastrointestinal injury to be related to essure. The reporter commented: three coils protruding into the cavity essure device on the left. This went in with a little bit more difficulty. This had 10 somewhat twisted coils protruding into the endometrial cavity. Date: 26mar2015 (per mr-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: initial scout radiograph demonstrates 2 linear metallic densities in the pelvis representing the essure sterilization coils. Injection of water soluble contrast media into the uterine cavity shows the uterus to be normal in size and morphology. Neither fallopian tube is visualized on the study. These findings are consistent with a successful essure procedure. Summary: bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received: event injury was replaced with perforation (fallopian tube(s)), perforation (other) : bowel-bladder, pregnancy (ectopic) were added. Medical history, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.